Event description:
On (B)(6) 2010, pt's wife reported the pt got a boil on his skin located at an old infusion site that no longer had a cannula in the skin. Wife stated, the doctor opened it up, drained it, and the next day, the pt had a temperature of 105 degrees. Wife stated her son reported the pt was sleeping a lot and she then had him give the pt some medicine, and then have him eat some crackers and juice. Wife reported when she came home that was when the pt had a temperature of 105 degrees and then she called the doctor and he advised they call an ambulance. Wife stated the pt was taken to the hospital by ambulance and was admitted for 4 or 5 days. Wife reported they never determined why the infusion site got infected. Wife stated the pt will sometimes have a little bruising at the site but this was the only time he has had an infection. Wife reported since the incident, they take extra precaution in cleaning the infusion site and practicing good site rotation. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.